Event description:
Pt was revised to address infection.

Manufacturer narrative:
The product associated with this reported event was not returned. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported infection. Provided info stated, the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.